Manufacturer narrative:
A physical sample was not received however a photo of the incident was provided and will be evaluated.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported a leak of chemotherapy drug was observed from the filter during an infusion. No harm was reported.

Manufacturer narrative:
A picture was returned showing a primary plum set inside a plastic bag. The complaint of solution could not drip down, cassette test failure cannot be confirmed based on the image returned by the customer. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history was reviewed and an non conformance related to short shots found in the diaphragm of the cassette, without the return of the sample, it cannot be determined if the findings are related to this complaint.